Manufacturer narrative:
DHR: lot: 5146075 conformed to the specifications when released to stock. Failure analysis - the connector was visually inspected; cracks were noted in the connector and marks of over tightening were also noted in the plastic. The root cause for the ¿crack on the connector¿ issue reported by the customer, is due to over tightening of the connector by the user. As noted in the IFU finger tighten only.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a eds3 drainage system with a crack at the connector between ventricular catheter and collecting tube which led to leakage. Medical staff replaced the set.